Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibial baseplate. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The patients' left knee was revised due to pain. The surgeon removed all triathlon components and replaced with competitor product due to suspicion of cocr sensitivity. There was evidence of reactive tissue. The patella remained implanted. The previous revision was of a competitor primary surgery.